Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration and pulmonary embolism. Approximately 10 years post implantation, the patient suffered fatal injuries, damages, and untimely death. The device is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and pulmonary embolism do not represent a device malfunction. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an trapease vena cava filter ten years and seven days ago. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration and pulmonary embolism. The patient suffered fatal injuries, damages, and untimely death. As a further proximate result, the patient's daughter has suffered and will continue to suffer the wrongful and premature death of her beloved mother.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava. The information provided indicated that the filter malfunctioned and migrated and caused a pulmonary embolism. Additional information received indicated that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava, placement of an additional ivc filter, the filter was unable to be retrieved, although there are no documented attempts to retrieve the filter. The indication for the filter implant was left lower extremity deep vein thrombosis in the presence of a gastrointestinal bleed and therefore anticoagulation was contraindicated. The filter was placed via the right common femoral vein and deployed in the infrarenal position. Venography performed prior to placement showed that the vena cave was of adequate diameter for the filter placement, the measurements were not provided. Approximately 18 months after filter placement, the patient was rushed to the hospital and was diagnosed with a pulmonary embolism. The information provided indicated that the filter migrated caudally with the lower half located inside the right iliac vein. The patient was hospitalized for one week and a non-cordis filter was implanted. The patient¿s health steadily declined and ultimately died 11 months later. The patient¿s medical history and the cause of death has not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Without images or procedural films for review, the reported filter migration could not be confirmed, and the exact causes could not be determined. Without a death certificate or an actual cause of death a determination or relationship to the filter could not be made. There is nothing in the information provided to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
(B)(4). Additional information was received from medical records that at filter placement the patient presented with a history of left lower extremity deep vein thrombosis (dvt) who also had a recent gi bleed. Therefore, she was unable to be anticoagulated properly for treatment of her dvt so the plan was to place a filter to prevent pulmonary emboli. A venogram was performed which showed the vena cava was an adequate diameter for filter placement. A trapease filter was placed in the infrarenal position and confirmed by angiography. The patient was in fair condition following the procedure. A patient profile form (ppf) was also received indicating that the patient had blood clots, clotting, and/or occlusion of the ivc, the device was unable to be retrieved, and there was a device malfunction which required additional filter placement. In addition, the patient suffered a pe despite having a cordis filter implanted, however, was unaware that the injuries may have been caused by defects and an unreasonably dangerous condition of her filter until within one year of the filing of her complaint. There were no filter removal attempts made. Approximately 18 months after filter placement, the patient was rushed to the hospital and it was discovered that she had a pulmonary embolism, despite having a cordis ivc filter implanted. The records show that the filter was found to have migrated caudally with the lower half located inside the right iliac vein. She was hospitalized for one week and non-cordis filter was implanted to prevent future pulmonary embolisms. The patient¿s health steadily declined, and she died 11 months later. Additional information is pending and will be submitted within 30 days upon receipt.